Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected two opened and used enlite sensors. Performed bicarbonate buffer test per (B)(4). One of two sensors failed for low readings, one remaining sensor passed per specification with accurate readings.

Event description:
It was reported that the customer had a two faulty sensors. The customer's blood glucose level was unknown mg/dl. The customer stated that the one sensor had snapped into two prior to insertion and other had stopped working. The customer was advised to return and will replaced two sensors. No futher information was reported.